Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 33.1 mmol/l. The customer reported that the customer took juice as the sensor glucose level was low due to which the blood glucose level went up. The customer was feeling groggy due to high blood glucose level. The customer was treated with insulin pump for high blood glucose level. The customer¿s current blood glucose level was 21 mmol/l. The insulin pump will not be returned for analysis.